Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced both the retractor bands for half height smart drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.